Event description:
As reported: "during x-ray in hospital after pain of patient fracture of the implant detected on (B)(6) 2022. Additionally, upon product return, one locking screw was found broken."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The received screw is broken in two halves other half was not returned for investigation. Although lines of rest are not clearly visible, they are present on the breakage surface very slightly. Along with that, the smooth surface indicates a fatigue fracture due to high cyclic overloading. With the available radiographs, an independent formal medical opinion was sought out: this case is regarding a broken gamma nail in a reverse trochanteric fracture. This is the most tricky fracture to reduce and fix. With available two x-rays, not much to be said about the bone quality since these are a low-resolution picture of an x-ray and are difficult to be judged. With regard to callus formation, there seems to be none in the larger fracture lines 3 months after surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during x-ray in hospital after pain of patient fracture of the implant detected on (B)(6) 2022. Additionally, upon product return, one locking screw was found broken."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.